Event description:
The customer stated that he was hospitalized due to hypoglycemia. Troubleshooting was performed and found that the insulin pump was programmed correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not be primed during the prime test due to a faulty force sensor. The basic occlusion, occlusion, and no delivery tests could not be performed because of the prime anomaly. However, the insulin pump passed the displacement test.